Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The pump was reset and the customer continued insulin delivery. There was no adverse impact to the customers blood glucose level.